Manufacturer narrative:
(B)(4). Recharger (B)(4) was returned for analysis. The complaint was unverified.

Event description:
The patient was unable to effectively recharge the implantable neurostimulator. The patient was at times able to get 8 (of 8) recharge efficiency bars to darken: no bars would darken at other times. The patient was skinny and he could feel the device. The patient did not use the recharge belt. The patient was upset at the recharge frequency and duration. It took the patient 5-17 hours to charge. The patient sent the recharger back to the manufacturer and replaced. The implantable neurostimulator was not helping with the patient's pain. The patient had additional surgery associated with the implantable neurostimulator system (not specified). The implanted equipment was faulty and did not work properly. The recharger connection was loose. The patient had 2 implantable neurostimulators. See mfg report 3004209178-2010-05423. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.